Manufacturer narrative:
(B)(4). (B)(4). Stent dislodgement can be caused by, but not limited to, tortuous anatomy, severely calcified vessels, presence of the previously implanted stents. Based on the incident information and without the device being available for investigation, a conclusive root cause can not be determined for the product issue and relationship to the patient death, if any. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: surgery to recover dislodged stent/death. Onset of adverse event: during the procedure. It was reported that during use of the graftmaster stent to treat a perforation in the left anterior descending artery (lad), the stent came off of the stent delivery system (sds) balloon before deployment. The patient was sent to surgery and the patient subsequently died. No additional event or patient information is available.